Manufacturer narrative:
A follow up report will be filed upon completion of the plant investigation.

Event description:
A hemodialysis user facility reported that during treatment a blood leak occurred. The leak was reported to be an internal leak. The blood leak was visible. No damage was identified on the dialyzer. The machine did alarm. Estimated blood loss was 200ml. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up on a different machine. The sample was available for manufacturer evaluation and has been requested.

Manufacturer narrative:
The complainant facility returned one f180nre dialyzer for evaluation from the reported lot. The dialyzer was returned without the prepackaging pouch and with corporate provided adapter caps and blood port caps. The fibers were wet with indication of blood exposure. The fiber bundle was streaked with blood and both potting ends had trace amounts of blood. Gross visual examination did not identify any visible broken fibers, kinked/looped fibers, or fiber fragments on the circumference of the fiber bundle. No cracks, damage or irregularities were noted on the molded polycarbonate components. During visual examination there was ink noted on the dialyzer housing which was similar to the bubble point reject stamp. The ink was located on the bell housing as seen on the dialyzer production lines during bubble point rejection. As a result of this observation, a quality investigation was initiated to investigate ink on the dialyzer. The quality investigation's summary states, "the investigation finds several possible causes that could allow a bubble point failure get a product label and packaged. The possible causes include: manual product labeling of dialyzers that are pulled from the line prior to the labeling equipment.; dialyzers are placed back into different stations after repair activities." The reported complaint is a confirmed fiber leak. Bubble point testing revealed a steady flow of bubbles noted from both ends of the potting cuts surface. The dialyzer failed at an airflow rate of 152.0ml/min. The dialyzer was then subjected to a destructive disassembly to isolate the leaking fiber. Visual examination of the fiber bundle found a punctured fiber within the fiber bundle at approximately 220 degrees with dialysate port situated at 0 degrees. The leak site was located between the bell housing and the product label of the non-cavity ID end. The inferior surfaces of both potting masses were examined for voids, which no voids were noted.